Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was intact. Using the returned battery cap, the pump powered up with the appropriate audible and vibratory functions. The ¿ok¿ button responded properly while the ¿up¿, down¿ and contrast buttons responded intermittently. Removal of the keypad cover found contamination under the ¿up¿, down¿ and contrast button contacts. In addition, the bolus button cover was torn while the button responded properly. Unrelated to the button issue, the verify screen was dim and discolored and the battery compartment was found to have cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up button was not functioning properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.